Manufacturer narrative:
One swan-ganz catheter was returned for analysis. No visible damage was observed on the catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The contamination shield and introducer were not returned. During functional analysis, the balloon inflated clear but eccentric, outside the allowable specification. The balloon was inflated to full volume and it deflated in 3 seconds without a syringe attached, which is within the allowable specification. All through lumens were tested for patency and leakage and no leakage or occlusion was noted. The report of "asymmetrical balloon" was confirmed; however, the deflation difficulty was not confirmed. The product instructions for use states: "check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion". An eccentric balloon should be detectable prior to use. If the product was still used or the balloon integrity was not verified prior to use, the function of the device should not be affected. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be completed.

Event description:
It was reported that the balloon didn't deflate when the syringe was removed and the gate valve was unlocked. It was noted that when the balloon was inflated it was asymmetrical and the balloon would not deflate. There were no patient complications reported.